Event description:
A report was received that states that the pilot balloon detached from the inflation line of the tracheostomy tube after 1 day in situ. There was no report of incident related medical sequelae.

Manufacturer narrative:
(B) (4). Device eval: the suspect device was returned and evaluated. During visual examination it was noted that the pilot balloon was detached from the inflation line of the tracheostomy tube. The pilot balloon was not returned for eval. Microscopic examination of the inflation line revealed that the presence of adhesive. Further review determined the cause of the detachment to be the result of insufficient solvent application during the bonding process.